Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer's blood glucose level was 33.3 mmol/l. The customer had been using the insulin pump system within 48 hours of high blood glucose level. They treated with bolus and drank water. The insulin pump was not on auto mode at the time of incident. The customer received multiple insulin pump error alarms. They were able to clear the alarm and rewind the insulin pump. The insulin pump also passed self test. The insulin pump will not be returned for analysis.